Event description:
It was reported that the device was difficult to remove. A 190 cm filterwire ez was selected for use. During the procedure, it was noted that it was not possible to capture the filter in the retrieval sheath completely. The device was removed intact. The procedure was completed via alternate method. There were no patient complications reported.

Manufacturer narrative:
Device eval by manufacturer: the filterwire ez was returned for analysis. The wire returned inside the delivery sheath, and the filter bag returned in a deployed state. The spring tip was bent and stretched, and the wire was exposed through the sheath slit. Sheathing and unsheathing functional testing could not be performed since the wire was exposed through the sheath slit.

Event description:
It was reported that the device was difficult to remove. A 190 cm filterwire ez was selected for use. During the procedure, it was noted that it was not possible to capture the filter in the retrieval sheath completely. The device was removed intact. The procedure was completed via alternate method. There were no patient complications reported.

Event description:
It was reported that the device was difficult to remove. A 190 cm filterwire ez was selected for use. During the procedure, it was noted that it was not possible to capture the filter in the retrieval sheath completely. The device was removed intact. The procedure was completed via alternate method. There were no patient complications reported.

Manufacturer narrative:
Updated initial reporter.